Event description:
It was reported that the patient presented with noisy hip, after x-rays it was noted that the polyethylene liner had moved and the ceramic head was wearing on the metal cup.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary ==> patient presented with noisy hip, after x-rays it was noted that the polyethylene liner had moved and the ceramic head was wearing on the metal cup. ¿the product was not returned to depuy synthes, however photos were provided for review. See attachment; "img_3891.jpeg, img_3892.jpeg, img_3903.jpeg, img_3904.jpeg, img_3906.jpeg and img_3907.jpeg". The photo investigation revealed that the rim is fractured, based on the photos angles, it appears that some of the anti-rotation device tabs shared off. Rim shows deformed edges. Additionally, the x-rays revealed that the liner appeared to have been edge loaded causing the observed eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). Due to the observed condition of the involved implants it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx48od would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing records evaluation (mre) was not performed as the lot number provided is missing one digit. If the full lot/serial number becomes available, the record will be re-assessed. Added: d1, d4 (lot), d10 (concomitant), h4 corrected: d4 (primary UDI number)